Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing uncomfortable chest stimulation from the left upper thoracic lead. Surgical intervention took place where the lead was explanted to address the issue and effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.